Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported the patient developed new tendon issues and conventional stimulation was causing discomfort or pain. This issue started 3 years prior to the report. At the time of the report, the battery was in an overdischarge. Additional information was received from a manufacturer representative regarding the patient on 2020-aug-11. The physician mode restart was successful to recover the overdischarge. The manufacturer representative was able to interrogate the implantable neurostimulator afterwards. Upon interrogating the implantable neurostimulator, it showed that the lead configuration was only on one lead. When the manufacturer representative attempted to reconfigure the programming to two leads, all impedances on electrodes 8-15 were showing over 40,000 ohms. The manufacturer representative performed high dose programming using only the one functioning lead. On (B)(6) 2020, the patient reported that they were unable to turn the stimulation up. However, later in the day the issue resolved, and everything was working fine again. There were no further complications reported.